Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, can connection status) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause was isolated to multiple wires in the ECG c and d cable shorting together. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.